Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a "replace sensor" message from the adc device. Due to this, the customer was unable to obtain readings and experienced symptoms of unwellness and dizziness. The customer reported they fell down the stairs and self-treated with food after obtaining an unspecified low glucose result. The customer was unsure if they experienced a loss of consciousness. There was no report of death or permanent impairment associated with this event.